Event description:
A malfunction on the pump was reported by the caller, with a specific malfunction code displayed. It was unknown if the issue affected the customer¿s blood glucose. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.